Manufacturer narrative:
(B)(4). Date sent: 01/25/2022 d4: batch # u5aj4f.. H6: component code = mechanical (g04). Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The device was received with staples present. When a test battery was installed, the green checkmark did not illuminate. Attempts to fire the device in the lab were unsuccessful, confirming the experience. When the shrouds were removed, motor the flex circuit was found to be not fully seated. Flex circuit was reseated and confirmed locked into place. No conclusion could be reached on the cause the flex circuit dislodge. Device was then fired without any issues. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the echelon circular powered stapler (cdh29p) could not be fired during an anterior resection case at beacon hospital. Surgeon is a familiar user of the device and has fired the device many times prior without any issues. I received a call from the surgeon when the surgeon encountered the problem intra-op. From my understanding, the lcd display was lit, the anvil head was attached securely, the rotation knob was closed all the way till finger-tight, and the orange indicator was well within the green zone. To troubleshoot the issue, I advised the surgeon to reinsert the battery pack. When that step did not solve the issue, I advised the surgeon to turn the rotation knob in the open direction all the way till the orange indicator was passed the green zone and to try closing the rotation knob again. However, the device still could not be fired and the surgeon had to open a new cdh29p to perform the anastomosis. Using the new cdh29p, the anastomosis was performed smoothly without any issues. No patient consequences reported. No further information is available.